Event description:
Routine complaint investigation identified a lack of precision issue. It was noted through discussion with the customer, patient's meter was not properly calibrated. Based on the difference in the calibration codes, the values received when plotted on a clark error grid, indicated a clinical significance in the difference of the readings would have resulted. No death, serious injury or medical intervention was reported.